Manufacturer narrative:
The patient was the initial reporter.

Event description:
The customer received a blood glucose reading of 94 mg/dl on a contour meter. This reading was 20 to 40 mg/dl different compared to the other meter. The specific reading obtained on the other meter was not provided. Depending on the actual reading, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer does not have test strips for contour meter. Therefore, test strips are not expected to be returned. Replacement meter and test strips were sent to the customer.